Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's left eye due to a posterior capsule tear. The pt had an extremely shallow chamber with a mature cataract. There was total zonule loss and a vitrectomy was performed. An anterior chamber lens was implanted into the ciliary sulcus. In the physician's opinion, the most likely cause of the event was floppy iris syndrome, zonule loss and pain during the procedure. Pt's prognosis is guarded. Please reference MDR #1119279-2013-00299 for the delivery device used in this event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Results will be submitted to the FDA in a supplemental report. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.